Event description:
The affiliate reported a customer with suspected positive biological indicator (bi). None of the loads were recalled. The customer did not provide info regarding potential pt injury. The affiliate reported that there were no problems with the load or the load handling.

Manufacturer narrative:
Other, suspected positive bi.